Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels since the day before the call. Blood glucose level at the time of the incident was 450 mg/dl. The caller also requested information about changing the insulin pump's battery. The customer's mother declined troubleshooting. The insulin pump was not replaced or returned for analysis.